Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the black plastic cap on the jaws, the cap was removed and two unformed clips fell out of the cap. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clips came out of the device double and not straight. No patient consequences reported.